Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the reported event most likely occurred due to the use of a high frequency energy treatment device without keeping a sufficient distance from the tip. However, the root cause of the event could not be definitively identified. The event can be detected/prevented by following the instructions for use in: 3.3 endoscope inspection. 4.3 using endo-therapy accessories. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h6, h11.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device plastic distal cover (c-cover) was burned. The event was observed during preparation for use. The was no patient harm.